Event description:
It was reported by service report that the head end lift was stuck at high height. It was unk if pt was involvement and adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler.